Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2023, it was reported by that the reporter got worried due to no readings on her follow app. The patient was reportedly unresponsive to the reporter's phone calls and texts. The behavior of the primary display device during that time was unknown to the reporter. The patient reportedly lived alone and the parent went to the patient's residence the same day to check on her. Upon arrival, the patient was reportedly unconscious and paramedics were called. The behavior of the patient's primary cgm display device at the time of discovery was unknown to the reporter. Per documentation, the parent could longer recall since her priority was to save the patient who was in cardiac arrest. Upon arrival of emergency medical services (ems), the bg was reportedly 0 mg/dl. The reporter was unaware whether the patient had been aware of the no readings state prior to her onset of symptoms. The reversal of hypoglycemia was unknown to the parent. The patient suffered an anoxic brain injury and had an extended hospitalization. At the time of the report, the patient had been residing in a skilled nursing facility for the past year. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, data was further investigated. Data investigation found that he patient had a full 10-day sensor session from (B)(6) 2023. A new session was started on (B)(6) 2023, which failed after warmup the next day on (B)(6) 2023. On (B)(6) 2023, another new session was started, which failed during warmup. After this, there is no session on the app until (B)(6) 2023. In addition, the patient had two followers, who both had all alerts disabled. The allegation was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). B5 describe event or problem. H2 correction. H6 medical device problem code - correction. H6 investigation findings - correction.